Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl and multiple occlusion alerts following a supply change. Insulin delivery resumed following troubleshooting, but the user continued to experience elevated bg values during the day. Bg later returned to range without requiring medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.